Manufacturer narrative:
(B)(6). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on but could not duplicate the reported device behavior. However, the fse did find a turbine tubing assembly issue, which was causing a leak. After, connecting the turbine tube correctly the apparent leak was resolved. The operational verification procedure was performed and passed. Having met manufacture specifications the device was returned for use. At this time, no assembly failure was identified therefore, no component root cause can be performed and no further investigation is warranted.

Event description:
The customer reported an inoperative condition on this ventilator device. The customer stated no known patient issue with this event.